Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate and static. In addition, it was reported that the cartridge was leaking from the o-ring. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 165-166 mg/dl.

Manufacturer narrative:
Device not returned.